Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer experienced high blood glucose of 442 mg/dl. The customer was informed that there could be many reasons for high blood glucose. The customer did not have time to trouble shoot the insulin pump, but when they had removed the sensor they found that the canula was bent. A new sensor was sent to the customer. No further information was provided.